Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was found that the broken portion was scorched and melted, however the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope knife broke during the incision. The issue was found during a therapeutic endoscopic sphincterotomy (est) procedure that was completed with a similar device without delay. There were no reports of patient harm.